Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument. No instrument errors were noted on review and the camera report was acceptable. An immucor employee advised the customer to reboot the instrument pc. After rebooting the pc, the issue did not return. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly positive rh (d) type with a galileo echo instrument.